Event description:
Patient representative reported right side "recall," experiencing "hypersensitivity, hardening and intense pain in ... Breasts," "pain, itching, hardening and muscle contracture [baker grade unknown] and in the imaging, exam presented folds in the implants." The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hypersensitivity, hardening, intense pain, pain, hardening and muscle contracture.